Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and high blood glucose of over 650mg/dl. It was stated that the customer was experiencing high glucose for the past two days. It was stated that the insulin pump was submerged in the water during the flood rescue. Reviewed the alarm history and found auto off alarms. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.